Event description:
It was reported that patient underwent a left hip revision approximately 5 years post implantation. Subsequently, the patient underwent a second revision surgery approximately 3 years later due to unknown reasons. The cup, head and bearing were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877702803 ¿ biolox delta head ¿ 2978521. 01.00561.221 ¿ wagner cone stem ¿ 2687668. The customer has indicated that the product has been received by zimmer biomet and the investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00475.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned bearing found damage to the od and the lip of the ceramic head installed into the device. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.